Manufacturer narrative:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported). This report is submitted on march 11, 2022.

Manufacturer narrative:
Per the audiologist, the magnet explant was performed under a general anesthetic, and the patient was treated with antibiotics (specific type not reported). This report is submitted on july 15, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the site of skin breakdown (specific date not reported). The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the magnet site, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on april 12, 2022.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2021 due to skin breakdown. There are no plans to reimplant the patient with another cochlear device as of the date of this report.